Event description:
A fasely elevated ctni results of 7.0 ng/ml was obtained on a pt sample. First sample draw resulted in 0.0 ng/ml. Second draw tested on the same instrument resulted in 7.0ng/ml. This result was reported to the physician. A third draw was taken and a result of 0.0 ng/ml was obtained. The sample that resulted in 7.0 ng/ml was repeated and a result of 0.0 ng/ml was obtained. Although pt treatment was prescribed as a result of the fasely elevated ctni result. There was no rpeort of adverse health consequces to the pt. Analysis of instrument data indicated that the most likely cause was sample integrity.